Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy, the staple line on the left side did not form correctly. Almost all of the staples were malformed. Competitive product was used to complete the case. There were no adverse consequences to the patient.